Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with arthrodesis status post isthmic lysis. Intra-op, while removing a bolt, the key of the instrument broke. The product came in contact with patient. No fragments of the device remained inside the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed approximately 4mm of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.